Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a cerebral hemorrhage and care was withdrawn. The patient expired. It was reported that the patient had a preexisting condition that contributed to the cerebral hemorrhage and it was not felt to be device related. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.